Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that the pump did not deliver insulin as intended. Reportedly, the pump stopped insulin delivery with no known cause. The customer turned the pump back on and resumed insulin therapy. The customer¿s blood glucose was approximately 300 mg/dl. Although requested, the pump logs were not upload for tandem technical support to review. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond.